Event description:
It was reported that on (B)(6) 2025, a 17 mm amplatzer septal occluder was chosen for implant using the 8f amplatzer treviso delivery system. The device was intended to treat an atrial septal defect (asd). During the procedure, as the device was expanding inside the body, it exhibited a bulbous deformation. The deformed occluder was retrieved from the patient prior to its release from the delivery system. It was noted that contact occurred with intracardiac tissues during the deployment of the occluder. No bends or kinks were observed in the delivery sheath. The procedure was completed using an 18 mm amplatzer septal occluder, deployed with the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. One photo was provided from the field showing a deformation on the occluder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.